Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 3.5 cm in diameter iliac aneurysm. It was reported that during the index procedure, the right hypogastric artery was coiled and covered to exclude perfusion to the aneurysmal common iliac artery. The distal end of the stent graft was landed in the proximal portion of the right external to provide seal. Some tortuosity in the external was observed upon the final angiogram. A balloon expandable bare metal stent was implanted inside of the stent graft on the ipsilateral side and inflated to high atmosphere creating the desired appearance on the completion angiogram. The stent visually improved the irregularity of the limb at the transition from common iliac extending into the covered portion of the external artery. Six days later the patient was discovered to have an occluded ipsilateral limb extension on the right side, according to the physician , the area of the external and femoral below the graft were not involved. A femoral to femoral crossover was performed to provide perfusion to the patient¿s lower extremities on the right side. The physician has no explanation for the occlusion. No clinical sequelae were reported and the patient is fine.